Event description:
It was reported that the injector luer lock n35j experienced leakage prior to use. The following information was provided by the initial reporter: when drawing chemo, it leaked from the blue part. An experienced dr. Commented it leaked from n35j and the syringe. Additional info: according to sales rep, the issue was not leakage from luer connector and the syringe, but leakage from luer connector and p120j.

Manufacturer narrative:
H.6. Investigation: one injector and one protector were returned for evaluation by our quality team. Both samples were inspected, the protector was fitted to the vial and the needle properly penetrated the rubber stopper. Samples were tested functionally, connecting to the injector and syringe without issues, all connections were secure, and no leaks were observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information was not available for this incident, a device history review could not be performed. Based on the available information we were not able to determine a root cause related to our manufacturing process at this time.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the injector luer lock n35j experienced leakage prior to use. The following information was provided by the initial reporter: when drawing chemo, it leaked from the blue part. An experienced dr. Commented it leaked from n35j and the syringe. Additional info: according to sales rep, the issue was not leakage from luer connector and the syringe, but leakage from luer connector and p120j.